Event description:
It was reported by service report that the customer alleged that the unit surges forward in drive. The technician was unable to duplicate the event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the customer alleged that the unit surges forward in drive. The technician was unable to duplicate the event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the alleged issue of unintended motion in drive mode could not be duplicated and the stretcher has normal operation.